Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on bios login screen. A field service engineer (fse) replaced the hard drive serial ata (sata) cable. Then station booted up properly and hard drive was then seen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a black screen with a blue box prompting for a password. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. However, there were no adverse events or injuries reported based on this event.